Manufacturer narrative:
After investigation, the scan sent by the doctor was not accurate due to a bad capture. A dimentional distortion of -0.1 mm was found on the original scan leading to a tight fit on the incisors. The device fitted the initial models without resistance.

Event description:
The device was too tight on try in. The incisal edge of tooth #8 was fractured.